Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a amplatzer talisman delivery system. During the procedure, while opening the occluder, it was noted that the occluder took form of donut shape and did not conform to its desired shape even after the operator took the device out and manually tried to fix the disc. Another attempt to implant the device was made but the disc did not conform to its desired shape. The procedure was completed using a new replacement device. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Na.